Event description:
A review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a bent connector pin. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. Upon investigation a pin was bent on the battery connector. The root cause for the bent connector pin could not be positively identified, but the damage likely occurred when the battery was inserted into a monitor or charger with excessive force. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.